Event description:
The customer reported that during a patient procedure (kyphoplasty) the image would not display on the monitor when mag 1 mode was selected. The procedure was completed on normal mag mode. No injury to patient.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.